Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reported insufflator gas leak sound could not be determined, however, the issue was likely the result a faulty primary pressure reducer/regulator unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit had sounds of gas leakage coming from inside the unit. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.